Manufacturer narrative:
(B)(4). Additional concomitant medical products: 51-107140 stem, lot unk; 650-1057 femoral head, lot unk; 650-1064 sleeve, lot unk; unk part/lot, shell, liner,. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient had 2500 ml blood loss requiring two units of blood during the procedure. No further information.